Event description:
It was reported that this right ventricular (rv) lead was explanted as a perforation to the heart wall was noted. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted as a perforation to the heart wall was noted during a routine follow up. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted as a perforation to the heart wall was noted during a routine follow up. The lead was also dislodged and had no sensing/pacing, dislodgement was discovered via x-ray test. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.